Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a generator change procedure, it was noted that the right ventricular (rv) lead showed a minor fracture in the insulation near the terminal boot, with evidence of old blood present. Despite this finding, rv lead performance remained intact, demonstrating stable measurements. Manipulation of the rv lead did not produce any noise or abnormal signals. Medical adhesive (ma) was applied to repair the insulation, and a sleeve was placed for reinforcement. The device continues to function appropriately and remains in service, and no additional adverse patient effects were noted.